Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and reportedly, "inferior iris/cornea touch." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.